Event description:
A us distributor reported that a monitor case is broken and the patient is unable to insert battery.

Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (damaged case, unable to insert battery) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The case battery ear is bent and therefore unable to install a battery to power up the monitor. The root cause for the damaged case was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.